Event description:
The customer reported via phone call that insulin was squirting out during the fill tubing process. The customer stated they were unable to stop the insulin from squirting out. Customer also reported the insulin pump would take them back to the rewind sequence. Customer's blood glucose was unknown. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.